Event description:
A 50-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2025, novocure was informed that the patient sustained a head injury requiring sutures and temporarily discontinued optune gio therapy for two weeks following the incident. On (B)(6) 2025, additional information was received indicating that, following a fall, two sutures were applied to the left temporal region. On the same day, the patient permanently discontinued optune gio therapy. Attempts were made to contact the prescribing physician; however, no additional information was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is december 27, 2020.